Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.

Event description:
The report we received from the affiliate indicated that the intended procedure was a stent angioplasty of a lesion in the right common iliac artery. The lesion was described as a very tight, tortuous, mildly calcified z-shaped stenosis. Two sv wires (same catalog, same lot no) were introduced through the target lesion; one from above (up and over) and one from below (retrograde from right common femoral artery). Resistance was encountered while advancing the wires due to the tight stenosis; the wires were jack hammered and rotated to get through the stenosis. When the wires were removed from the patient, unraveling occurred. The devices were removed from patient without any injury. The procedure was discontinued that day and at a later point, successful stenting in "up and over" technique using an 18 inch platinum wire was achieved.